Event description:
¿On or about (B)(6) 2009, plaintiff was implanted with the elevate for treatment of pelvic organ prolapse and urinary incontinence.¿ it was alleged by the plaintiff¿s attorney that ¿after, and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, infection, extreme pelvic pain, hardening of the mesh, extrusion and erosion of the mesh, bleeding, pain during intercourse and other injuries.¿ it was also alleged that as a result, ¿plaintiff has sustained permanent injury, experienced significant mental and physical pain and suffering, has required add¿l surgery and medical treatment¿ and ¿will likely undergo further medical treatment and procedures.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.